Event description:
Impulse dynamics was made aware on june 22, 2025 that this device had been explanted on (B)(6) 2025 due to "an infection at the area of the ipg." The type and suspected source of this patient infection are currently unknown. The explanted device is currently being sought for evaluation. A review of the ohr was conducted and found no anomalies, including any in the sterilization records. The type and suspected source of this patient infection are currently unknown.